Event description:
The customer reported that the therapy connector assembly on their device had a broken connector pin inside from a corresponding therapy cable assembly. With this broken pin stuck, another therapy cable assembly could not be attached for defibrillation energy delivery. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The customer did advise physio-control that they replaced the therapy cable assembly themselves. Physio-control further evaluated the removed therapy connector assembly in the failure analysis center. Upon evaluation, the stuck pin was no longer inside the connector and additionally, it was observed that the pin sockets were worn.